Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted to recanalize after bariatric intervention during a gastrogastrostomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the second flange of the stent didn't deploy. The device was removed from the patient with the stent still partially deployed on the delivery system. The procedure was not completed, because the physician did not have another hot axios stent available. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good and stable. Note: the hot axios stent was being implanted to recanalize after bariatric intervention during a gastrogastrostomy; however the hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or the biliary tract.